Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited constant tones and was unable to be interrogated with multiple wands and programmers. The physician elected to explant this device.